Event description:
(B)(4). I went in to get my procedure and it was extremely painful. I bled and had cramps immediately, my dr told me that it was normal. After that I bled non stop for 8 1/2 months. My dr still kept telling the that it was normal and my body just wasn't used to it yet. I had cramps, bleeding, migraines, scary amounts of hair loss, I was balding, I was bloated to where I looked pregnant *I am very healthy/fir*, I have shooting pains and twitching. Along with other many symptoms. The day my bleeding stopped, I noticed that I had a broken piece of coil on my toilet paper when I wiped. I cleaned it off and was so shocked. I did my research and yes it is a piece of coil! I went to the e.r and my tests showed that both coils that were placed were broken. One of the coils was broken into 3 and had 2 pieces in my uterus and one migrated outside of my tubes/uterus. I got a hysterectomy to get rid of coils and pain and I felt so much better. I immediately lost my bloating. My hair started growing back, my mood swings were gone, headaches gone and I felt great. My surgeon did tell me that he wasn't able to get one piece of the coil out because of the migration. Months later my shooting pains and twitching came back. I have sharp pains in my side, my arms hands ,legs and toes. Til this day I still have a piece of coil still migrating in my body and it is frightening. I am (B)(6). This is not the kind of problems and health issues I should be having.

Event description:
#Medwatcher #followup1 #fdamw5044485 #(B)(4). I bled for 6 1/2 months not 8 1/2 months..